Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device polyaxial head holder for uss polyaxial, part number 03.607.005, lot number 1704127). The subject device was returned to the manufacturer with the complaint condition stating: received 1 article of uss-ii polyax scrholder, the article is in a used condition. The instrument is cracked. Art. No.: 03.607.005, for manufacturing investigation. The article is in a used condition. The shaft of the instrument is broken. During manufacturing investigation the hardness and dimensions at the cross section close to the breakage has been measured. The actual hardness of 607 hv10 is within specification according to drawing. The results of the dimensions close to breakage are in tolerance as defined on drawing. Therefore, the strength of uss-ii polyax scrholder 03.607.005 is in accordance to design requirements. No production failure found. The brakeage of uss-ii polyax scrholder 03.607.005 was caused by mechanical overloading during use. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporting facility phone number is (B)(6). The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot number. Manufacturing location: synthes (B)(4). Date of manufacture: jul 9, 2007. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during an unspecified spinal procedure on levels t12-l4, when the surgeon was at the final stage of fixation, the shaft of the polyaxial head holder broke. The broken fragments were retrieved. There was no information regarding the patient or surgical outcome; however, there was no reported surgical delay. This report is 1 of 1 for (B)(4).